Event description:
Home patient (pt) reports leak in tubing of pt extension line during use. Hp noted in drain 1 when fluid leaked on carpet. Hp discontinued treatment and set up new supplies. Prophylactic antibiotics were administered and no injury resulted from incident.